Event description:
During surgery, the surgeon hit the interbody implant and the drill bit broke off. The piece was left in the pt. No additional time was added to the surgery and it was reported that the surgeon had no concerns.

Manufacturer narrative:
Device was discarded and unavailable for analysis.